Event description:
It was reported that during a massive transfusion protocol (mtp), approximately 5-10 minutes into rapid blood transfusion, the device began emitting smoke and the disposable set was observed to be melted.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The incident was initially reported to belmont by the user facility on (B)(6) 2025. According to the report during a massive transfusion protocol (mtp), approximately 5-10 minutes into rapid blood transfusion, the device began emitting smoke and the disposable set was observed to be melted. No patient harm was reported. Based upon the information provided, belmont documented the incident to be non-reportable at that point. Subsequently, belmont was informed on december 10, 2025, that the patient expired, however, it was confirmed that the device did not contribute to the death as the patient expired due to previously sustained injuries. As per belmont's procedure, a report is being submitted. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless-steel rings inside the heat exchanger may become overheated. In case of overheat alarm, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. Other methods can be used to infuse the patient. The cited ri-2 was evaluated by belmont technical service. The reported issue could not be confirmed after extensive testing at different flow rates and fluid temperatures. Belmont inspected the input and output temperature probes as well as the bobbin assembly, and no faults were identified. The device history of the unit was reviewed, and no similar issues were identified. The disposable set involved was not returned for investigation. The lot number of the disposable set involved was unknown, therefore a thorough investigation into the lot history could not be carried out. All disposable sets are 100% leak tested and visually inspected prior to release. No device malfunction could be verified, and the root cause of the reported issue could not be determined. The customer was provided re-training to ensure they are comfortable utilizing the unit and are familiar with compatible solutions. We will continue to monitor these incidents going forward.